Manufacturer narrative:
Initial medwatch submitted to the FDA on (B)(6) 2021. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "overstitch-clinical outcome device related" as follows: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat. Nausea and / or vomiting. Abdominal pain and / or bloating. Hemorrhage. Hematoma. Conversion to laparoscopic or open procedure. Stricture. Infection / sepsis. Pharyngeal, colonic and/or esophageal perforation. Esophageal, colonic and/or pharyngeal laceration. Intra-abdominal (hollow or solid) visceral injury. Aspiration. Wound dehiscence. Acute inflammatory tissue reaction. Death. Note: any serious incident that has occurred in relation to the device should be reported to apollo endosurgery (see contact information at the end of this document) and any appropriate government entity. Additional information: the device has not been returned for analysis, and after multiple attempts to gather more information from the reporter, no additional information has been received. The investigator determined a device history record (DHR) review is not possible for this complaint, as attempts at gathering the device serial/lot number were unsuccessful.

Event description:
Literature review -patient had developed dysphagia due to esophageal stenosis.